Event description:
It was reported that a da vinci-assisted sleeve gastrectomy case was completed uneventfully. There was no intra-operative active bleeding observed from the staple line of the stomach or omentum. The patient was discharged. On post-operative day (pod) #2, the patient returned to the emergency room (ER). The signs and symptoms for the ER visit were not provided. The patient was sent for a CT scan where a blood clot was identified and removed/suctioned via unspecified CT-guided instruments. The source and location of the blood clot was not provided. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined. A follow up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted. The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A stapler log review was also conducted by an isi failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480460 -09, lot #l93220524-0174) was fired 6 times (2 green followed by 4 blue). All firings were completed without any errors according to the logs. No photographic images or video recordings are available for review. This complaint is being reported due to the following conclusion: two days after undergoing an uneventful da vinci-assisted sleeve gastrectomy procedure, the patient returned to the ER with unknown signs and symptoms. The patient was sent for a CT scan where a blood clot was identified and removed/suctioned via unspecified CT-guided instruments. The cause of the post-operative complication is unknown.